Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's concurrent conditions included depression, drug overdose, dysphagia, insomnia, mental status changes, nausea, leukocytosis, loss of consciousness, ovarian cyst and vaginitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pian lower"), back pain ("back pain/ lower back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain"), headache ("headaches"), migraine ("migraine headache"), psychological trauma ("psychological injury"), fatigue ("fatigue"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, metrorrhagia and pain in extremity had resolved and the seizure, dyspareunia, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, headache, migraine, psychological trauma, fatigue, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, seizure, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for chronic, dysmenorrhea (cramping),pelvic/ abdominal, back, psychological injury. Essure insertion date was updated as "(B)(6) 2012" from "2011" removal date: (B)(6) 2018. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) showed failure to occlude; in 2012: unilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , headache ,depression, backache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') and seizure ('seizures') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's concurrent conditions included depression, drug overdose, dysphagia, insomnia, mental status changes, nausea, leukocytosis, loss of consciousness, ovarian cyst and vaginitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problem"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine headache"), dyspareunia ("dyspareunia"), abdominal pain lower ("abdominal pian lower") and pain in extremity ("legs pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, abdominal pain lower and pain in extremity had resolved and the seizure, psychological trauma, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, visual impairment, weight increased, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, seizure, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for chronic, dysmenorrhea (cramping),pelvic/ abdominal, back, psychological injury. Essure insertion date was updated as "(B)(6) 2012" from "2011". Removal date: (B)(6) 2018. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) showed failure to occlude; in 2012: unilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , headache ,depression, backache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received. Reporters information updated. . Event: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),migraines / headaches,, dyspareunia (painful sexual intercourse), pain: abdominal pain lower, legs pain were added. Medical history and lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') and seizure ('seizures') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and metrorrhagia had resolved and the seizure, psychological trauma, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, hormone level abnormal, metrorrhagia, nausea, pelvic pain, psychological trauma, seizure, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for chronic, dysmenorrhea (cramping),pelvic/ abdominal, back, psychological injury. Essure insertion date was updated as "(B)(6) 2012" from "2011". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) showed failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated to "chronic, dysmenorrhea (cramping)", events- "pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods), psychological injury, bladder/urinary problems: vaginal discharge, fatigue, hormonal changes, headaches, nausea, seizures, vision problem ,weight gain, failure to occlude", lab data, patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.